Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap broke on the implant. It was stated that the malfunction occurred after the sagittal wiggle when opening the implant, it was also stated that the physician completed the gear shift during the procedure. The procedure was completed with a new device. The broken device will not be returned for analysis as it was retained by the facility.